Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5 x 18 stent is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported angina and thrombosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 2.75 x 23 xience v stent was implanted. On (B)(6) 2011, the patient presented with thrombosis, which was treated with a 2.5 x 18 xience v stent. On (B)(6) 2011, the patient experienced chest pain; therefore, coronary angiography was performed. Thrombosis was observed in the mid left anterior descending (lad); therefore, ballooning was performed with a non-abbott balloon at 26 atmospheres to treat the thrombosis. It was noted that due to the first 2.75 x 23 stent may not have been sufficiently expanded, and changing the drug from plavix to panaldine on (B)(6) 2011 might have related to the thrombosis. No adverse patient effects were reported. No additional information was provided.